Event description:
It was reported that during an arthroscopy procedure of shoulder type instability, at the time of putting the anchor type bioraptor knotles, the surgeon gave the first impact with hammer to introduce the anchor, but the tip of the screw was broken and the introducer was bent. A backup device was available to complete the procedure. There was a delay of more than 30 minutes.

Manufacturer narrative:
The reported bioraptor knotless suture anchor intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: insertion site not prepared with the recommended smith + nephew drill prior to implantation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.